Event description:
Taewoong stent that flange would not return to its full diameter after being cinched down for repositioning using the provided purse string. After the flange failed to reopen, the physician decided to remove the stent and placed another stent completing the procedure. There were no complications that I am aware of and no part of the stent was left inside of the patient. The stent and introducer are available for return.

Manufacturer narrative:
It was reported that the physician pulled the removal string to reposition the stent. The stent was collapsed but the flare did not reopen. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analyze because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Manufacturer narrative:
It was reported that the physician pulled the removal string to reposition the stent. The stent was collapsed but the flare did not reopen. As a result of analysis of returned device, the stent and delivery system were returned together. The outer sheath was not detached. The stent was returned in the state of being expanded. Kinking was observed in the inner sheath, but it is not clear if it occurred during procedure or transit. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Although the description mentioned "taewoong stent that flange would not return to its full diameter after being cinched down for repositioning using the provided purse string.", the stent was returned in the state of being expanded. It is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. However, it is assumed that the stent did not expand temporarily after repositioning because it was pressed and folded due to the condition and extreme pressure at the patient lesion. And then, it is assumed the stent did not expand temporarily after removal due to the environment at the time of the procedure, and after that, the stent gradually expanded slowly during the return process. Through the user manual by taewoong, it is stated that "a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary". This complaint is assumed that it occurred due to the pressure of the patient's lesion and the environment at the time of the procedure. There will be continued monitoring of the same or similar customer complaints.

Event description:
Taewoong stent that flange would not return to its full diameter after being cinched down for repositioning using the provided purse string. After the flange failed to reopen, the physician decided to remove the stent and placed another stent completing the procedure. There were no complications that I am aware of and no part of the stent was left inside of the patient. The stent and introducer are available for return.